Event description:
The hcp reported that the pt had previously been treated for cellulitis and was now experiencing tenderness over pump pocket site. The hcp reported that the pt had previously been treated at another clinic with 6 weeks of antibiotics. The pt has not experienced good pain control since implantation of pump.